Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the connector rod lens had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, the device was returned for preventive maintenance and then escalated to repair.. A root cause could not be identified. Based on the results of the investigation: the most probable cause of the complaint was not established, the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. The most probable cause of the complaint was traced to component failure. Expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.